Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation a tvt obturator device (part of mesh). The product was decontaminated and well packaged. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. The complaint cannot be confirmed with the received product. The lot number and product code of the device are unknown, therefore, the review of the batch record cannot be performed.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2007 and mesh was implanted. The patient is still incontinent despite the use of a urinary band. She has had repeated urinary frequency infections. A fibroscopy revealed erosion of the strip in the urethra with a stone on contact. The patient underwent ablation of the device. During the surgery, there was difficulty in finding the device resulting in delay of surgery and no guarantee that all of the device would be removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Describe any medical/surgical intervention for the erosion including dates and findings. Were any deficiencies or anomalies noted with mesh device? What type of incontinence is the patient experiencing (urge or stress incontinence)? Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same). Onset date/time of the incontinence from the initial procedure? Please describe any medical intervention required to treat the incontinence including medication name and results. Onset date/time of the urinary infection(s) from the initial procedure? Please describe any medical intervention required to treat the infection including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. Date and name of index surgical procedure? Placement of a tot-type suburethral tape. The diagnosis and indication for the index surgical procedure? Urinary leakage. Were any concomitant procedures performed? Unk. Other relevant patient history/concomitant medications? Unk. What was the initial approach for the index surgical procedure? Unk. Were there any intra-operative complications? Unk. When was the mesh erosion first noted by a physician? On (B)(6) 2022 during an endoscopy. Exploration of the urethra found a large stone occupying almost the entire space of the urethra in length, which developed at the expense of erosion of the strip. It is difficult to determine where exactly the erosion is coming from. Describe any medical/surgical intervention for the erosion including dates and findings. First: urethral endoscopy lithotripsy for stones: introduction of the ch22 rigid cystoscope. The exploration of the urethra finds a stone on a piece of strip. The strip is detached using a 265 ¿m laser fiber. Strip removal. Secondly: excision of the strip by vaginal route: dissection of the sub-urethral space. The strip on the right is found, put on lake and dissected up to the obturator hole. She was cut and sent to materiovigilance. On the left, the strip is not found despite meticulous dissection. Band probably retracted because in the urethra the left side part was not attached. Were any deficiencies or anomalies noted with mesh device? A large stone adhering to an erosion of the urethra. What type of incontinence is the patient experiencing (urge or stress incontinence)? Unk. Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) same as patient. Onset date/time of the incontinence from the initial procedure? From the beginning according to the patient. Please describe any medical intervention required to treat the incontinence including medication name and results. Unk. Onset date/time of the urinary infection(s) from the initial procedure? Since 2 years. Please describe any medical intervention required to treat the infection including medication name and results. Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk. Product code and lot number? Unk because product place in another establishment. The strip was placed in another establishment, so no further information available. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.